Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label on (B)(4) tubes and 1 wrinkled label with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified for lot #5300650. Conclusion: most likely root cause is label peeling off. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that three tubes of the bd vacutainer® urine collection, bulk tube, 8.0 ml 16x100 mm have no label and one of them has a holded label. No serious injury or medical intervention reported.